Event description:
Caller reported damage to the pump housing surrounding the usb port, though it did not affect the ability to charge the pump. Caller was unsure how the damage occurred, attributing it to normal wear and tear. There was no adverse impact on the customer¿s blood glucose level due to the damage. Customer was advised to place the damaged pump into storage mode and return it to tandem using a provided return package to avoid charges. The customer was sent a replacement pump, which included updated software. Moreover, the caller was reminded to transfer settings and connect their continuous glucose monitor to the new pump. The customer will continue to use current pump.